Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint can be verified. The down button does not operate. The connections of the down flex print are interrupted. The adapter and battery cover passed the optical inspection.

Event description:
Patient and diabetes nurse reported having concerns with the infusion device. They stated that sometimes the buttons are not working. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.